Event description:
It was reported that the user experienced hypoglycemia, with a documented nadir of 52 mg/dl, and they self-treated with sequential oral carbohydrates spaced 15 minutes apart until recovery. Investigation of this case revealed that the cause of the hypoglycemia was unclear. Symptoms included shakiness and emotional distress including feelings of hopelessness. Outcomes included an urgent low glucose episode that persisted just under one hour, without medical intervention or hospitalization. It was concluded that the event was user-managed with oral glucose without further medical intervention and that no device malfunction was identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.